Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left monitor and the dicom box. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor screen went black and that the dicom box displayed a hardware failure. No pt injury was reported.